Event description:
A pt reported that following implantation of an intraocular lens, pt sees streaks of light from overhead lights. Add'l info has been requested.

Event description:
Additional information provided by the reporting surgeon indicates that the pt began complainig of glare on 11/03/1998 and glare continues to be a problem. The surgeon does not believe the intraocular lens malfuntioned and does not currently have plans to explant the lens.